Event description:
During a refill of a patient's synchromed implanted pain pump, the syncromed refill kit had two catheters that were not patent. The catheters were discarded. This required the tubing to be replaced three times until a functioning product was obtained. This delayed the procedure.